Event description:
The patient reported exposed wires of the power extension cable. There were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event was confirmed. External and internal visual inspections of the unit revealed discrepancies in the power extension cable. The wires leading into the male side of the connector jack were broken through the insulation and worn apart. The state of the cable caused a disconnection of power to the unit. A known working test power extension cable was substituted for all active testing. No software malfunctions, errors, warnings, or anomalies were observed during bootup or during handheld touch screen commands. Patient data backup was performed without errors using the returned 3g gsm modem. The unit passed all signal acquisition frequencies in the diagnostic test including accuracy/noise and distance/home. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.